Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission suggested possible loss of capture on the right ventricular lead. The patient came to the clinic and during interrogation, it was discovered the right ventricular lead exhibited intermittent capture. The suspected cause was dislodgement of the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.